Event description:
It was reported that a "nd pump won't run alarm" occurred. Alarm silenced and settings reviewed. Explained that infusion has less than 6% remaining and caller agrees to turn pump off at this time. Pump powered off and tubing clamped near port site. Confirmed patient's disconnect appointment. No further questions. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.